Manufacturer narrative:
(B)(4). The sample was discarded, so the complaint could not be confirmed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report was not confirmed due to the lack of a sample. Based on the information gathered during baxter?s investigation, the root cause of the alarm was due to air being sucked into the disposable because there was an open clamp on an unused supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 3 of 5. The hp stated there was an open clamp on an unused supply line. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm and explained se 2240 indicates air entered the set up. The hp would complete therapy with manual supplies, and inform the nurse of the incident. On (B)(6) 2011 product surveillance followed up with the hp who stated the alarm occurred with an old box of cassettes so the sample was discarded and the lot number was unknown. No patient injury or medical intervention was reported.